Event description:
Info rec'd indicates, the head hi/low was drifting down very slow.

Manufacturer narrative:
The technician isolated the drift to the head hi/low cylinder. He replaced the hi/low cylinder and this resolved the drift.